Event description:
Per operating room staff, endotine midface st implant was implanted in patient and broke into two pieces on right side of face. Two pieces were removed and another implant with the same lot number was implanted into right side of face and also broke into two pieces. Those two pieces where removed. Circulator retrieved another pair of endotine midface st implants with a different lot number. Those two implants were used on bilateral sides of patients face and remained intact. Broken implants were saved and washed by cspd to be returned to manufacturer.